Manufacturer narrative:
We checked the returned unit and confirmed that the suction cylinder control body stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction cylinder control body. In addition, we confirmed that the remote control buttons cracked, and the suction cylinder control body deformed; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.